Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal on (B)(6) 2015. The original implant surgery was a l4-s1 posterior spinal fusion and took place on (B)(6) 2015. A post-surgical CT scan determined a screw was placed too far medial. Patient elected to postpone revision surgery. On (B)(6) the entire construct was removed, all parts were intact.